Event description:
On 05/05/1999, following a diagnostic procedure, an angio-seal device was placed in a patient's groin. The deployment was reported to be without incident, the patient did well, and was discharged. On 05/07/1999 the patient took a shower and changed the band-aid for the first time, noting some lumps and pain at the site. On 05/08/1999, the patient experienced more pain and the lumps remained. He called his physician and was instructed to go to the emergency room. The emergency room physician noted some lumps, some bruising and a hematoma, but nothing else out of the ordinary. The patient was sent home without any intervention performed. On 05/09/1999 the patient noted more pain and an increase in the size of the lumps. That night the pain increased and while in the shower the pt noted blood oozing and continued growth of the lumps. On 05/10/1999, the patient went to work in pain, contacted his doctor and was readmitted into the hospital. It is reported that the patient was begun on IV antibiotics (type and dosage unknown). The patient was seen by an infectious disease physician who described a six (6) cm hematoma with a purulent center surrounded by ecchymosis and recommended removal of the angio-seal device. On 05/12/1999 the device was removed. The surgeon noted that there was no pus at the site. The patient was noted to be improving.